Manufacturer narrative:
The field service representative (fsr) replaced the suspected sensor. The suspect device will be returned to the manufacturer for evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the flow sensor intermittently had a "back flow" alarm during several cases. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed no ¿back flow¿ error message, however ¿check sensor¿ error message was observed likely due to defective sensor which also can generate ¿back flow¿ error message. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information was received that the issue occurred during set-up of the device for a cardiopulmonary bypass (cpb) procedure and an alternative device was employed.

Manufacturer narrative:
Per the perfusionist, it was clear that there was no backflow and the probe was facing the correct direction.